Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(4) of peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was unsure what caused the peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not recovered from peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lots and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified, as the sample was not returned. No assignable cause was determined.